Event description:
The following was reported to hamilton medical ag: the nicu west t1 hamilton ( biomed #73090) located in the respiratory equipment room (2w98) is malfunctioning reading "disconnection on ventilator side". It appears to occur in both pressure and volume control modes especially if the peep is set at 7 or greater. We also noticed that in the pressure mode, the pip of the actual measurement read 10 cmh2o higher than the set pressure. A clean circuit is on the hamilton. This alarm occurred just prior to placing the patient on the ventilator but at the bedside. Remove patient from device and pleace on another. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the nicu west t1 hamilton ( biomed #73090) located in the respiratory equipment room (2w98) is malfunctioning reading "disconnection on ventilator side". It appears to occur in both pressure and volume control modes especially if the peep is set at 7 or greater. We also noticed that in the pressure mode, the pip of the actual measurement read 10 cmh2o higher than the set pressure. A clean circuit is on the hamilton. This alarm occurred just prior to placing the patient on the ventilator but at the bedside. Remove patient from device and pleace on another. No health consequences or impact